Event description:
Normally, albuterol is packaged in a foil that clearly labels the medication. In contrast, 3% inhaled normal saline is not packaged in a foil, but rather in small groups, which are stored in a labeled box. The box serves as the main indicator to what the medication is as the medication itself is not easily readable. When an albuterol dose was removed from its package and mistakenly stored into the 3% inhaled normal saline box, a potential for medication error took place due to look alike error. Fortunately, pharmacy staff was able to identify the look alike medication and pull it from the stock. It would be helpful if 3% inhaled sodium chloride had more clearly marked indicators as to what the medication is.